Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was faced 4 infusion set cannula kinked issue within 3 hours of insertion. The site of inserted was abdomen. The blood glucose level was found to 420mg/dl and patient took correction bolus via pump followed correction via mdi. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.